Event description:
It was reported that the patient with this right ventricular (rv) lead had tricuspid valve issue. The physician stated that after further imaging, the right ventricular (rv) lead that was meant for left bundle branch pacing had pinned a leaflet of the tricuspid valve to the septal wall and was causing regurgitation. The lead was explanted and will returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Electrical continuity testing passed, indicating conductors are intact. A hipot test passed, indicating no electrical shorts between conductors. A stylet insertion test passed without issue, indicating no blockage in the lumen. There were noted cuts in insulation, likely explant damage. Visual inspection revealed no abnormalities. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this right ventricular (rv) lead had tricuspid valve issue. The physician stated that after further imaging, the right ventricular (rv) lead that was meant for left bundle branch pacing had pinned a leaflet of the tricuspid valve to the septal wall and was causing regurgitation. The lead was explanted and will returned. No additional adverse patient effects were reported.